Event description:
Purchased 2 steris 1 e machines on (B)(6), 2011. Several malfunctions with both units. Having to push lids to get open, transducer faults, problems with uv light, fill problem, lid will not open water on the floor, sterilant cup not emptying, circulation pressure low. Vapor from puncture of sterilant above the machine.